Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (charger won't power on) has been confirmed. As received, the charger was unable to power on. Upon evaluation, the charger exhibited a failure at flash memory components u102 and u105 on the ca board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger sn (B)(4) and indicated that a patient using the device reported that the charger would not power on.